Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock for what appears to be non-physiological noise, under primary vector configuration. Provocative maneuvers could not reproduce the observed noise. The system was then re-programmed to secondary vector. Technical services (ts) reviewed the treated episode and believed the oversensed signal was caused by the sense b noise anomaly. In addition, ts indicated that the shock impedance was high within normal range at 109 ohms. Additional troubleshooting and evaluations were recommended. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock for what appears to be non-physiological noise, under primary vector configuration. Provocative maneuvers could not reproduce the observed noise. The system was then re-programmed to secondary vector. Technical services (ts) reviewed the treated episode and believed the oversensed signal was caused by the sense b noise anomaly. In addition, ts indicated that the shock impedance was high within normal range at 109 ohms. Additional troubleshooting and evaluations were recommended. This s-ICD remains in service and no additional adverse patient effects were reported.